Event description:
It was reported that during the patient's three month device check, the patient's right ventricular (rv) lead exhibited t-wave oversensing (twos), ninety-two non-sustained ventricular tachycardia episodes, and two ventricular oversensing episodes. It was noted that the twos algorithm effectively inhibited inappropriate therapy. It was also noted that there were no twos present at implant, one week post implant or the day prior to the device check. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.